Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken main tube at the distal tip. A piece measuring proximately 6mm x 4mm was not returned with the instrument. Common causes of the failure mode broken instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break.

Event description:
Refer to h11 for follow-up information.

Event description:
Isi followed up with the initial reporter and obtained the following additional information: there was no need to remove the instrument and cannula together. No material detached or broke off from the portion of the device that enters the patient¿s body. There was no tissue injury as result of the failures. Images were provided. Isi followed up with the initial reporter and obtained the following additional information: there was no need for the instrument and cannula to be removed together. There was no material detached or broken off from the device that enters the patients body. There was no tissue injury that occurred as a result of the failures. Photographic images were provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the cautery wire is dislodged.